Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign consumer and healthcare professional (hcp) via a manufacturer representative. It was reported that a tdm was performed at the martinique university hospital on (B)(6) 2020 without argument for a catheter anomaly. Currently, no other cause of withdrawal had been identified. The patient was put on baclofen and valium before transfer to the sau. The patient left the emergency room around (B)(6) 2020 in front of an improvement in symptoms. The manufacturer representative wanted to achieve opacification of the catheter on (B)(6) 2020 in front of a fluctuation in spasticity, but the radiology machine had broken down. The patient was offered to ¿integrate the full hospitalization of the reeducation center¿, but the patient refused. The patient contacted the hospital again to complain of a persistence of spasticity this week (B)(6) 2020). The manufacturer representative then contacted him again to re-insist on the need for hospitalization and rehabilitation in order to achieve opacification and allow his monitoring and possibly his transfer. The finally accepted [hospitalization and rehabilitation] for (B)(6) 2020. The most probable hypothesis was a ¿leak type catheter anomaly ¿(as the quantity of liquid calculated and punctured were normal), it would seem that it no longer had the serious signs of the beginning and they were ¿really sure of the sequel to weaning from baclofen¿. It was further reported that after the (B)(6) 2020 hospitalization, various adjustments were carried out with no response. It was impossible to opacify the catheter due to the absence of the kit. At the end of the first hospitalization, there was a high probability of catheter disfunction in front of a very evocative symptomatology. The patient had a second hospitalization with departure on (B)(6) 2020. The pump and catheter were replaced, and the diagnosis was catheter disfunction (plication or microleak).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: unknown, implanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen at an unknown dose and concentration via an implantable pump. It was reported that the patient experienced baclofen underdose symptoms and some withdrawal symptoms. It was noted the pump alarm was not activated. A catheter problem (plicature) was suspected. A scan of the catheter would be performed. The patient was advised for diagnostic research (aspiration of the tank and comparison with the expected volume). If the volume was more than expected, they could say that the catheter was plicated. There were no environmental, external or patient factors might have led or contributed to the event. The hcp prescribed oral treatment, and the manufacturer representative advised the doctor to set the pump to minimum flow to avoid an overdose. Surgical intervention did not occur, and it was unknown if surgical intervention was planned and also noted that surgical intervention was not planned. It was unknown if the issue was resolved and also noted that the issue was not resolved. However, the patient's status was alive - no injury. The catheter implant date was unknown. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. The event date was (B)(6) 2020. Additional information received indicated the results of the tank aspiration was there was no different volume between the expected and obtained. It was noted this was realized on (B)(6) 2020. It was noted that the procedure (imaging or dye study) was impossible because the imaging device was broken. It was noted that they were now suspecting a catheter leak, but diagnosis was impossible without imaging. When asked about surgical intervention, it was noted that when imaging is repaired, they would need a diagnosis to program a surgical intervention. It was noted that the issue was not resolved as they want to make a diagnosis and if they need an intervention, the patient would be transferred. The patient was still showing signs of underdosing. The information was confirmed with physician/account. No further complications were reported.